Manufacturer narrative:
Upon initial set-up the cannula caused an alarm with the bubble humidifier, when the cannula was replaced alarm stopped. Product was not returned to determine the cause of the issue. There was not patient harmed during this initial set-up but could have been harmed without the right amount of oxygen being administered. Base on the reported information the criteria for reporting an adverse event has been met. Product was not returned and a formal investigation into the failure mode could not be performed. If product returns, the complaint will be reopened for further investigation. This complaint was confirmed based on the flow testing the customer performed. Inventory was reviewed, and this product was not available for sampling and testing. An alternative product (16soft-inf-7-50) was sent as replacement to the customer. Complaint history for this part number was reviewed for the last 24 months. One similar complaint has been reported for bonding issues (leaking, not occlusion) but this issue does not appear to be trending at this time. This issue will continue to be monitored. (B)(6) was alerted to the issue. Quality alerts will be sent out to ensure that the in process flow testing is being performed properly. The email address of the customer contact and issue contact were not provided. A call was made to (B)(6) instead for customer follow up. Ra: this failure mode (r25), oxygen tubing occlusion, is identified on the risk analysis file ((B)(4)) for oxygen cannulas. The severity of harm associated with this failure mode is considered a serious (8) risk. This meets the risk threshold for carb review, and will be discussed at the next carb meeting.

Event description:
Flow was set at 2lpm with bubbler in place. When infant cannula was attached to the bubbler, the bubbler back-pressured and alarmed (it's supposed to do this when over-pressurized). Cannula was removed, bubbler back-pressure alarm stopped. Cannula was replaced and issue resolved.

Manufacturer narrative:
Upon initial set-up the cannula caused an alarm with the bubble humidifier, when the cannula was replaced alarm stopped. Product was not returned to determine the cause of the issue. There was not patient harmed during this initial set-up but could have been harmed without the right amount of oxygen being administered. Base on the reported information the criteria for reporting an adverse event has been met.

Event description:
Flow was set at 2 lpm with bubbler in place. When infant cannula was attached to the bubbler, the bubbler back-pressured and alarmed (it's supposed to do this when over-pressurized) cannula was removed, bubbler back-pressure alarm stopped. Cannula was replaced and issue resolved.